Event description:
Resmed was notified of a pt death from a police department. The police officer informed resmed that a deceased male was found connected to a resmed vpap adapt sv machine. While the cause of death is not known as this time the officer believes the device has info that may assist in the investigation. There is no alleged device malfunction and the device is not suspected to have contributed to the adverse outcome.

Manufacturer narrative:
The returned device was functionally tested and performed to specifications. The compliance data and error logs were downloaded and reviewed. The data review found no evidence of a device malfunction at the time of the event. Resmed provided the results of the eval along with a summary of the compliance data to the police department. The police officer stated the investigation will most likely determine the pt died of natural causes. There are no further actions required from resmed at this time.